Manufacturer narrative:
Determination of root cause: assessment: no information was provided regarding serial number of the device or any information that would lead to a search of manufacturing or service records, so a product investigation was not possible. In addition, the surgeon's name or facility name was not provided nor any contact information. No follow-up on this event was possible. Conclusion: due to the lack of information, a definitive root cause could not be identified. (B)(4).

Event description:
Received a voluntary medwatch report from the FDA (B)(4). A patient reported having lasik surgery for myopia in both eyes in 1996. Since the surgery, the patient reported suffering multiple side effects such as dry eyes, starbursts, diminished night vision resulting in inability to drive at night and loss of lasik correction. The patient stated approximately ten years ago, both eyes suffered tears and holes in the retina requiring laser surgery. Since 2009, the patient underwent two cataract surgeries on the right eye, an initial surgery and repeat surgery to replace the iol. The patient also reported suffering a complete retinal detachment this year resulting in blindness in the right eye. After emergency surgery, the vision is recovering. No other information was provided.